Event description:
Pt's meter reads inaccurately high. They reproted some invalid comparisons. They also mentioned a meter to lab comparison. Medical affairs contacted them to obtain more clinical info. It appears that they had used capillary blood from the same finger stick for testing on meter and the lab with no time in between. Meter gave 119mg/dl and lab gave 47mg/dl. They did not confirm that they may have squeezed their finger to get enough blood. Based on statistical methdology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.